Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator system displayed a high out of range right atrial pacing impedance of greater than 3000 ohms. There was no noise on the stored electrogram or presenting electrogram. Provocative manipulation was performed, but they were unable to reproduce the out of range right atrial impedances. Technical services discussed the possible cause for the clinical observation, and recommended to continue monitoring the patient. The representative planned to meet with the physician. At this time, this device remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause for the clinical observations was not confirmed. The physician plans to continue monitoring the patient. No adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) remains in service.